Event description:
It was reported that during set up or inspection for a meniscus repair surgery, the fast-fix could not be used when the package was opened, it was broken. The procedure was successfully completed without delay using a smith and nephew back up device. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection showed it was returned in the original packaging with the batch number of the complaint on the label. The cardboard shipper is torn at the handle tabs. The t1/t2/suture were not returned. The actuator is in the pre-t1/post-t2 position. A functional evaluation showed it cycled as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that could have contributed to the reported event include unintended impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case (B)(4). The reported device was received for evaluation. A visual inspection showed it was returned in the original packaging with the batch number of the complaint on the label. The cardboard shipper is torn at the handle tabs. The t1/t2/suture were not returned. The actuator is in the pre-t1/post-t2 position. A functional evaluation showed it cycled as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that could have contributed to the reported event include unintended impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.